Manufacturer narrative:
No products were returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products (B)(4) nexgen trabecular metal standard primary patella lot# 61844396.

Event description:
It was reported that while the a patient was undergoing a knee revision surgery due to pain and loosening of the patellar implant, that the ps post was broken on the monoblock tibial implant. The implants were placed approximately twelve years, six months previously. As this was an unexpected finding, there was not a replacement tibial implant on hand. There is no revision planned at this time for the monoblock tibial. The revision for a loose patella was completed successfully.